Event description:
It was reported that "implanted by dr. Approx. 6 weeks ago. Pt hip infected. Needed to be revised. Removed all implants and revised using cement spacers, antibiotic, and will revise when infection is gone."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Additional info has been requested and if received will be provided on a supplemental report.